Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4). Additional information is provided in h3, h6, and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Ten (10) samples were received and visually inspected under normal conditions of illumination finding no issues. Functional testing was performed by using a syringe to infuse water into the bag finding a leakage was detected in one of the top corners of the bag. The root cause of the reported failure was deemed to be manufacturing-related; it was most likely that during assembly process in the bag loading operation, the ay bag was not handled property. Action(s) taken to mitigate the reported issue(s): training to production and quality personnel on proper bag assembly care by training personnel.

Manufacturer narrative:
Foreign source: (B)(6).

Event description:
Information was received indicating that the bag within this cadd cassette was leaking. The reported event was noticed while filling the cassette. There was no patient involved during the reported event.